Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer did not perform the cartridge air removal step and loaded cartridges with cold insulin. Additionally, the pump supplies were in use for 4-5 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 400 mg/dl.